Event description:
On (B)(4) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter displayed an "ER 2" and "ER 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(4) 2010. The cca was advised the patient manages his diabetes with a combination of lantus insulin, humalog insulin, glucotrol pills, and metformin pills (amounts not specified). It is not known what action the patient took at the time of the alleged issue; however, stated he took more food and/ or drink. The patient did not specify if he developed any symptoms. That same evening, emergency medical services was contacted and treated the patient with glucose tablets/ glucose gels. The patient stated he obtained blood glucose results of "51 and 47 mg/dl" with the ems device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked in to the disposable because there was an open clamp on an unused supply line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting for a related report, the technical service representative (tsr) assisted the home patient (hp) to review the alarm log of the homechoice unit. The hp reported a system error (se) 2240. The tsr completed troubleshooting steps with the hp. The hp confirmed he left the final line clamp open that was not being used. The tsr explained se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The hp elected to end therapy. The tsr advised the hp to notify his nurse to inform of the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.